Event description:
Pt-self tester reports results lower than reference with the protime microcoagulation system. Protime generated 1.9 inr and the laboratory result was 3.56 inr. Pt's therapeutic range: 2.0-3.0 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Customer tested with instrument serial# (B)(4). Method: actual device not evaluation. Reserve sample tested form the same lot (cuvette/single-use disposable). Results: reported customer complaint was not confirmed through cuvette evaluation testing.